Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had an impedance alert indicating out of range (oor) impedance for the superior vena cava (svc) coil. The lead is still in use. No patient complications have been reported as a result of this event.